Event description:
It was reported that customer observed small air bubbles in tandem mobi cartridge during pumping when insulin volume was low. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided instructions for removing air bubbles, attempted clinical support contact, requested photos by email, and later followed up by email and closed case, with no additional outcome information reported.